Manufacturer narrative:
Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to download history files and traces using thus due to moisture damage. Evidence of moisture damage found on the force sensor. Pump error 15 unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.